Event description:
It has been reported to philips that the system failed to bootup. The device was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) analyzed the system onsite and confirmed that system boot up was failed. After reviewing the log file fse found evidence of a host pc issue. On the host pc, fse replaced the cmos battery on the host pc. After the cmos battery was replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome.